Manufacturer narrative:
B4 (date of this report) submitted in initial repot is incorrect. The corrected date will be (B)(6) 2021. This report is submitted on aug 20, 2021.

Manufacturer narrative:
Correction: the magnet was not replaced, as previously reported. There was an attempted repositioning of the receiver/stimulator; however the attempt was unsuccessful, resulting in the explant of the entire device. The patient was reimplanted with a new device. The device analysis report is attached. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislocation (reason for magnet dislocation unknown). The magnet was replaced (date unknown).